Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a pt of unk age, sex or origin. The pt was taking an unspecified medication for treatment of an unk indication. In 2007, the humapen ergo teal/clear pen body (unk lot number) with a clear cartridge holder attached was reported to have two locating tabs at the base of the cartridge housing which had snapped off. The pt reported that the pen would not advance the plunger, and it just spins if the locating tabs do not engage. The pt had two humapens and one had developed this problem. This humapen ergo, teal/clear pen body with a clear cartridge holder attached is associated with another device. The operator of the device was unk and it was unk if the operator of the device was trained. It was unk how long the pt had used this device model. The device was not going to be returned to the company for further investigation. It was unk if this humapen ergo teal/clear pen body with a clear cartridge holder attached was continued. Refer to results/conclusion section. Update 04-mar-2008; add'l info received in gpcms 28-feb-2008; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button; updated psur comments and added "refer to results/conclusions section" to narrative.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Note: this report contains final eval findings. No add'l inf is expected. H3. Eval summary: the actual complaint device was not returned to the MFR for investigation, nor was a lot number provided. Therefore no investigation could be performed. However, the complaint narrative clearly suggests that both clear cartridge holder engagement tabs were broken. This reportable malfunction may result in an underdose. Corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact your healthcare professional. Evidence of improper use or storage: there is no evidence of improper use or storage.